Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a lo (less than 40mg/dl) when scanning the adc freestyle libre sensor compared to a lab test. On (B)(6) 2019, the customer reported experiencing dizziness, blurry vision, difficulty breathing and had hcp contact. The customer had a laboratory glucose test of 164mg/dl, an x-ray, and an unspecified injection by the hcp. When plotted on the parkes error grid, a sensor scan result of lo ( less than 40mg/dl) and a laboratory result of 164 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.